Manufacturer narrative:
The insulin pump passed the displacement test and selftest. No audio anomalies or hardware low level failures noted during testing. Audio levels changed when adjusted. No hardware low level failures found in insulin pump history file. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device failed the audio test. The customer¿s blood glucose during the incident was 117 mg/dl. No further troubleshooting was performed. The device will be returned for analysis.